Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimate after loading multiple cartridges with insulin. Reportedly, the cartridge was fill with 480 units of insulin. On (B)(6) 2016, the insulin gauge showed 45 units of insulin remaining; however, the customer was able to extract about 200 units of insulin from the cartridge. The customer's blood glucose level was 136 mg/dl. It was confirmed that the customer will continue to use the pump for continued insulin therapy.